Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose was 107 mg/dl. Reportedly, customer continued to use the pump for basal delivery and also confirmed that insulin pens are available for insulin therapy.